Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient heard an alarm from the device and interrogation revealed a right ventricular (rv) lead alert had ¿triggered.¿ review of the electrograms and far field electrocardiograms showed there were no issues with sensing; however, when the device was pressed, lead noise was identified. It was also reported the lead displayed high impedance, and because the pin was not fully inserted into the header there were non-sustained ventricular tachycardia episodes and the sensing integrity count was noted. When the device was viewed under fluoroscopy it was noted the rv pacing and sensing lead pin was not fully inserted into the header of the device. The pocket was re-opened, the device was removed, and the lead tested within normal limits. Following, all three pins were re-inserted into the device header. The physician commented when the setscrew was unscrewed to remove the lead, there were a few millimeters where the lead could have been inserted further into the port. The device and lead remain in use and no patient complications have been reported as a result of this event.